Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic prostatectomy, the balloon did not inflate and the cuff did not expand. The balloon leaked gas/air. To resolve the issue in order to complete the case the product was changed. The patient is alive. There was no injury as a result of the event.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned product noted that the dissector balloon, obturator, trocar balloon and lock collar were received. The inflation syringe and insufflation bulb were received. The trocar balloon had a cut. The dissector balloon had a hole. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the trocar balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.